Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the always had difficulty in downloading. The customer reported that his insulin pumps the date was always showing years prior and even when they update the time and date it still reverts back to prior years. Customer and want the insulin pump to be replaced. Customer was not able to evaluate downloads and make insulin dosing adjustments. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.